Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and blood glucose level was 47 mg/dl. Customer¿s blood glucose level was 69 mg/dl at the time of incident and current blood glucose level was 90 mg/dl. Customer was using auto mode feature on the insulin pump and also stated that the auto mode shield was not displayed on the home screen. The insulin pump will not be returned for analysis.